Manufacturer narrative:
UDI number could not be generated without the part/lot information for this product. A ¿username¿ for the patient was reported and appeared to consist of the patient¿s first initial and full last name. The initials as were, therefore, reported in the a1 field. Patient date of birth/age, gender, and weight are unknown. This report is for one (1) unknown prodisc-c implant. Original implant procedure (at level c5/c6) took place on an unknown date in (B)(6) 2010. Revision procedure scheduled to take place at the end of (B)(6) 2010. It is unknown if this procedure actually occurred. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient implanted with prodisc-c at level c5/c6 in (B)(6) 2010 experienced postoperative pain. Additionally, the patient indicated that the healing process did not go as planned. The patient stated that the prodisc-c implant migrated forward and, although, it was stable, it was in the wrong position. After many follow up appointments, physical therapy, x-rays, CT scans, injections, narcotics, and acupuncture treatments, the patient planned to have the prodisc-c implant removed and a fusion performed. Additionally, the patient indicated that she has arthritic facet joints at the surgical spot. The patient stated that the doctor was unsure if the implant caused the pain or if it was the patient¿s arthritis. The patient had an MRI scheduled in order to determine if the joints above and below the implant were arthritic. On (B)(6) 2010, the patient indicated that the first of two pre-operative appointments took place and a pro-disc-c removal procedure was scheduled for the end of the month. No additional information was made available regarding the patient or the planned revision procedure. The provided x-ray was reviewed by the synthes medical director with analysis as follows: ¿only one lateral view x-ray image was sent to me for review. It looks like patient¿s neck was in a neutral position. The patient¿s cervical spine lost its curvature; a prodisc c artificial disc is implanted at the c5/6 level. The from edge of the prodisc-c is above the anterior surface of the adjacent vertebral bodies (c5 and c6). If this was not implanted this way, a slight migration has happened.¿ this report is for one (1) unknown prodisc-c implant. This report is 1 of 1 for (b)(64.